Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the screen was malfunctioning. The unit was triaged and the customer¿s reported condition was confirmed. Also during triage, the unit powered down. The customer complaint ¿intermittent screen malfunctions¿ was verified as the device had power malfunctions due to a missing capacitor. The customer complaint has been confirmed. The device was opened and inspected and it was found to be excessively damaged due to misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the kangaroo enteral feeding pump's screen was malfunctioning. There was no patient involvement.